Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported difficulty advancing the device and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification, moderate tortuosity and 80% stenosis. The 2.5x15mm trek balloon dilatation catheter (bdc) was advanced for pre-dilatation, with resistance was noted due to the lesion anatomy. The balloon was inflated to 6 atmospheres (atm) and a rupture occurred. A new trek bdc was used to continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.